Event description:
It was reported that a patient was transferred from the post anesthesia care unit after a therapeutic, laparoscopic cholecystectomy and had a esophagogastroduodenoscopy with endoscopic mucosal resection of gastric polyps and endoscopic retrograde cholangiopancreatography with stent removal and stone extraction procedure, reported of coarse, noisy breathing and decreased oxygen saturation requiring supplemental oxygen. Upon arrival to the unit, the patient continued to exhibit abnormal noisy breathing, related to the distal cover obstructing the patient airway. The patient's family confirmed this was not normal for him, and he appeared in discomfort and in pain. While taking oral medication and drinking water to improve comfort, the patient began coughing. After being encouraged to cough again while upright, a piece of plastic from the endoscopic retrograde cholangiopancreatography procedure came out his throat after which the patient¿s breathing improved, the abnormal noise resolved, and discomfort subsided. The patient was monitored post-procedure per standard airway-compromise protocol, including suctioning, assessment, imaging, and elevation of the head of the bed. This report is 1 of 2.